Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited high pacing impedance after fixation. A repositioning attempt was made, however, a pericardial effusion was observed with contrast imaging and then confirmed via echocardiogram. Cardiac tamponade was noted. A pericardiocentesis procedure was performed to resolve, and the patient was in stable condition throughout.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.